Event description:
It was reported that this right ventricular (rv) lead exhibited chronic high thresholds and intermittent capture. Technical services (ts) reviewed the patient data and confirmed the loss of capture (loc). Subsequently, this rv lead was explanted and replaced. This lead has been received for investigation. No additional adverse patient effects were reported.